Manufacturer narrative:
Additional information was received that the customer declined service to their sterrad® and the purchase order was not approved. H3: asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the odor/smell and smoke/haze issue, and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of the odor/smell and smoke/haze issue for the sterrad® 100s unit was reviewed within the past six months and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." The assignable cause of the odor/smell and smoke/haze could not be verified since the customer declined service at this time. The customer was advised that their sterrad® is out of compliance and use is not recommended until service is performed. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).

Manufacturer narrative:
A field service engineer was dispatched to the customer site and identified the odor/smell and smoke/haze emitting from the catalytic converter. As a result, the fse is recommending replacement of the catalytic converter, oil mist filter and vacuum pump oil. Customer response is pending for service resolution. Initial reporter phone #: (B)(6). (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A customer reported an event of a "burnt smell" or odor and smoke/haze emitting from the sterrad® 100s sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.